Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos single board computer. System operates as intended.

Event description:
The customer reported the system displayed an "invalid input signal" error message and would not complete boot up. No pt injury was reported.